Event description:
It is reported that the pt is experiencing burning pain and believes he has some sort of metal poisoning. Pt alleges he is able to pull out metal shavings from all parts of his body using a high powered magnet.

Manufacturer narrative:
This report will be amended when our investigation is complete.